Manufacturer narrative:
(B)(4). Results: endoleak. Unknown cause of event. Compression of the abdomen over an extended period from recent spine surgery. Anatomy related; type ii endoleak. Conclusion: unknown cause of event. Endoleak. Compression of the abdomen over an extended period from recent spine surgery. Anatomy related; type ii endoleak.

Event description:
An aneurx stent graft system implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date there was a proximal type I and a type ii endoleak in the lumbars and inferior mesenteric arteries. There was no evidence of migration. The patient was evaluated by intraoperative angiogram and no obvious leaks was revealed. However, given the CT findings of the proximal type I endoleak with rapid sac expansion the physician decided to implant an endurant aortic cuff which helped to gain approximately 10 mm of aortic neck. The physician also electively covered an accessory renal artery that was initially preserved when the initial evar procedure was done approximately three years ago. The post angiograms confirmed there were no type I or iii endoleaks and there was preservation of the dominant right renal artery and the left renal artery. The physician will continue to monitor the type ii endoleak through follow up imaging. The suspected cause of the proximal type I endoleak is sac expansion from a type ii endoleak that ultimately dilated the distal portion of the aortic neck effectively shortening the aortic neck and causing loss of seal. Also, this patient had two spine procedures done where the patient was lying prone with a roll under the mid abdomen for a long period of time. It is possible that this compression of the abdomen could have caused an increase in sac pressure which caused the lower neck to dilate. Ultimately, the cause of the type I endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.